Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood of 559 mg/dl; customer did not want to treat with manual injection. Customer needed assistance on setting up her new insulin pump as she had lost the old one. Customer stated she had been off the insulin pump since 2013 and was treating with insulin pen. Customer did not have her setting due to loosing her old device. Customer was advised to contact her doctor. Nothing further reported.